Manufacturer narrative:
This report is submitted on september 01, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and subsequently underwent a revision surgery to repair the skin gaping in (B)(6) 2023 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.